Manufacturer narrative:
The issue occurred during transport between units. It has been concluded that the arm has been overloaded and subjected to a force greater that it was manufactured to sustain. The root cause to the reported issue has not been determined. A correction of field: # d1 brand name, #d2b product code, #d2a product code description. #d4 version or model #, #h4 manufacture date was required. D1 - brand name - previous brand name: support arm 177 - corrected brand name: servo-s base unit, product code d2b ¿ previous product code: ioy - corrected product code: cbk, product code description. D2.a: - previous code description: support, arm, - corrected code description: ventilator, continuous, facility use, d4 - version or model #: - previous version or model #: support arm 177 - corrected version or model #: 6640440 #h4 manufacture date ¿ previous manufacture date: blank, - corrected manufacture date: 01/27/2006.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator's support arm was broken. There was no patient involvement. Manufacturer's ref. #: (B)(4).